Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 4x23mm xience alpine stent delivery system (sds) was attempted to be used in a procedure; however, the sds failed to cross. The sds became stuck. Therefore, the sds was removed from the patient and the stent was noted to have moved from the delivery system and the mesh was noted to be exposed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that stent noted to have been moved from the delivery system and the exposed mesh, as the struts on the first ring on the distal end of the stent that were stretched and bent. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis were performed on the returned device. The reported material deformation and twisted/bent shaft were confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as the reported difficulties are related to operational context of the procedure. Based on the information received and analysis of the returned device, the investigation determined that the reported difficulties appears to be related to operational context as it is likely the device interacted with the anatomy and or procedural device accessories during advancement causing the reported failure to advance and subsequent material deformation. Continued resistance during removal likely caused the reported difficulty to remove and subsequent noted shaft bunching and reported bent shaft. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4 - lot number updated from 3090141 to 3032841. H6 - the device code 2923 was removed and the device codes 2976 and 2981 were added.